Event description:
It was reported during transfusion of carboplatin, patient complained of PICC dressing feeling wet, visually saturated. Treatment stopped at this time, medical team contacted, PICC line dressing removed and flushed to check for signs of fracturing after venous return check. Visibly leaking fluid from PICC line internally on flushing. Removed as per medics due to fracture, treated for extravasation for docetaxel and carboplatin as per protocols. Canula inserted to complete treatment. PICC inserted in the basilic vein, trimmed to 40cm and secured with a secureacath. Additional information: leak identified by visible hole, extravasation reported. PICC used 1 month. Catheter site cleaned with chloraprep (1.5). No additional comments.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported during transfusion of carboplatin, patient complained of PICC dressing feeling wet, visually saturated. Treatment stopped at this time, medical team contacted, PICC line dressing removed and flushed to check for signs of fracturing after venous return check. Visibly leaking fluid from PICC line internally on flushing. Removed as per medics due to fracture, treated for extravasation for docetaxel and carboplatin as per protocols. Canula inserted to complete treatment. PICC inserted in the basilic vein, trimmed to 40cm and secured with a secureacath. Additional information: leak identified by visible hole, extravasation reported. PICC used 1 month. Catheter site cleaned with chloraprep (1.5). No additional comments. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was dressed straight along the patient¿s arm, break was internal to patient, there is no xray imaging of this incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a longitudinal split was observed between the 6 cm and 7 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during transfusion of carboplatin, patient complained of PICC dressing feeling wet, visually saturated. Treatment stopped at this time, medical team contacted, PICC line dressing removed and flushed to check for signs of fracturing after venous return check. Visibly leaking fluid from PICC line internally on flushing. Removed as per medics due to fracture, treated for extravasation for docetaxel and carboplatin as per protocols. Canula inserted to complete treatment. PICC inserted in the basilic vein, trimmed to 40cm and secured with a secureacath. Additional information: leak identified by visible hole, extravasation reported. PICC used 1 month. Catheter site cleaned with chloraprep (1.5). No additional comments. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was dressed straight along the patient¿s arm, break was internal to patient, there is no xray imaging of this incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.